Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was evaluated where no abnormalities were found though there was a technical defect of a chipped lens . This defect was not considered severe enough to cause a potential adverse event and is likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely that the event was related to the device: ·pseudomonas spp was detected from suction channel in culture testing by the user after reprocessing. However, the same kind of microorganism was not detected when olympus culture tested after reprocessing in accordance with instructions for use. Any nonconformity which related to the cause of the event was not confirmed from the device inspection. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the suction channel on the evis exera iii colonovideoscope tested positive for one (1) colony forming unit of the pseudomonas species. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and one (1) colony forming unit (cfu) of coagulase staphylococci was detected. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. Etd4 (endothermo disinfector) was the customer¿s automatic endoscope reprocessors (aer) along with endodet detergent and endodis disinfectant. The customer stores the endoscopes in a wassenburg drying cabinet. Olympus is the customer¿s maintenance company. According to the customer, the aer was also tested but results were not provided. The device evaluation is in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.